Event description:
During code blue resuscitation, pt was placed on a defibrillator monitor which worked for the first 45 minutes when machine went black, as if it turned off and the defibrillator would not power back on. Another defibrillator was obtained instantaneously and the resuscitation continued.